Event description:
As reported to coloplast though not verified,patient was implanted with aris mesh. Later the patient experienced pain before, during and after urination and mesh erosion. An excision of anterior vaginal mesh and a revision of anterior vaginal wall with vaginal skin advancement flap were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.